Event description:
It was reported that the patient was in complete heart block and there was high right ventricular (rv) lead threshold. The lead was capped and replaced. It was also reported the implantable pulse generator (ipg) could not be interrogated. The device was also not pacing or not capturing upon pacing. It was noted the ipg was probably in end of life (eol). The device was explanted and replaced. No further patient complications have been reported as a result of this event.